Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed hemolysis, was upgraded to status 2 on the transplant list and was transplanted on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed thrombus formations in the rotor inlet section and outlet stator. The pump was returned with the percutaneous lead cut at the pump end bend relief, and the severed portion was not returned. The sealed inflow conduit was not returned. The sealed outflow graft and bend relief was returned attached to the outlet elbow. The bend relief collar was returned attached to the outflow graft and bend relief hardware. The outlet elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the proximal side of the inlet rotor section revealed a thin, white-red, ring-shaped deposition surrounding the rotor inlet bearing ball. The exact duration that the deposition was present during patient support could not conclusively be determined through this evaluation. This deposition appeared to have laminated layering, suggesting that it formed in this location over an undetermined period of time while the pump was supporting the patient. Examination of the outlet stator revealed a tissue-like deposition on the bearing ball of the outlet stator. No evidence of laminated layering was observed on this deposition. The origin of the deposition could not conclusively be determined through this evaluation. The observed thrombus formations could have contributed to the reported hemolysis. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined, and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), document is currently available. Section 1 of this IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.